Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced intermittent freezing issues. A technical support specialist (tss) dialed into the station and referred to knowledge article, change speed and duplex on rss command shell. The speed and duplex settings were updated as requested, and verification was completed with the customer and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station froze, and a cubie pocket would not open, with the keyboard and screen became unresponsive. The user power-cycled the station to restore operation. After reboot, bio ID would not populate, requiring a witness login. The bio ID was unplugged and replunged, and the station was rebooted, after which normal functionality was restored. However, there were no delay in patient care and no adverse events or injuries reported based on this event.